Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box history from (B)(6) 2011 to (B)(6) 2011 revealed that the daily insulin delivery totals correctly reflected the programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter claimed that the patient's blood glucose drops daily between 10 am to 12 pm while the patient's doctor is trying to adjust the patient's insulin regimen accordingly. On (B)(6) 2011, the patient's blood glucose lowered to 54 mg/dl with symptoms described as "patient was out of it." The patient administered self treatment as need at the time of concern. During troubleshooting, there was no evidence of a product malfunction. According to the reporter, she will continue to work with the doctor to adjust the patient's insulin regimen. This complaint is being reported because the patient reportedly had hypoglycemic episodes while he managed his diabetes with the animas pump.